Event description:
An ipp device was implanted on 2/21/96. The left cylinder was removed on 3/28/96. The remaining device was removed from the pt and replaced on 5/13/97 because device didn't work properly.